Manufacturer narrative:
Reported event: an event regarding patient factors involving a trident shell was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: this inquiry reports that the surgeon found damage to the posterior/medial wall of the acetabulum after impacting the component. The surgeon and her assistant postulated that it occurred either during the reaming process or upon impaction of the cup. I cannot confirm that this event took place since I have no objective evidence that the wall was compromised. No imaging is supplied to corroborate the event. Regarding the possible root cause of this event, if it did happen, the cause would be multifactorial. It is the surgeon¿s responsibility to review and approve the surgical plan before proceeding. Additionally, as the reaming progresses, the depth and amount of bone remaining is readily seen. Any deviation from the pre-operatively plan would be flagged with red within the acetabulum. Theoretically there could have been a change in the proposed plan but I am not sure if that is possible without mps input. I would also note that a pre-operative plan of 23 degrees of anteversion seem excessive. Impaction with that degree of anteversion could compromise a very thin posterior/medial wall product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mps reported robot issues. Mps reported reaming through medial wall and other issues. As reported via complaint form: after impaction, 48 cup would not stick. Surgeon indicated that posterior wall may have been reamed through. Surgical delay = 15 minutes. Case completed manually. Case type / application: tha 4.0. Update: additional information received from mps: "the surgeon indicated that she did not notice the posterior medial wall having damage until after cup impaction. Another surgeon who helped her with the repair/augment stated that he believed it may have been caused during cup impaction in combination with a thin medial wall as opposed to the reaming portion."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Mps reported robot issues. Mps reported reaming through medial wall and other issues. As reported via complaint form: after impaction, 48 cup would not stick. Surgeon indicated that posterior wall may have been reamed through. Surgical delay = 15 minutes. Case completed manually. Case type / application: tha 4.0. Update: additional information received from mps: "the surgeon indicated that she did not notice the posterior medial wall having damage until after cup impaction. Another surgeon who helped her with the repair/augment stated that he believed it may have been caused during cup impaction in combination with a thin medial wall as opposed to the reaming portion."